Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button was unresponsive to button presses. The patient stated that while hiking there was a drop in blood glucose level. The patient reportedly tried to lower the basal rate by pressing the down arrow button and noted it was unresponsive. The patient denied physical damage to the pump. The patient reportedly wore the pump inside of clothing and did not clean the pump. It was reported that the patient experienced a blood glucose (bg) value of 46 mg/dl with no symptoms. The patient denied troubleshooting the pump and stated that she thought her bg value was due to exercise. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently responsive. The down arrow keypad button required multiple button presses and excessive force in order to elicit a response. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.